Event description:
A medtronic representative reported during the case, when they attempted to register the pt, the head tracker showed it was in the wrong location, they tried tracer and it failed. They then moved the tracker on screen to the forehead and did a successful tracer registration. In navigate, there was an inaccuracy of approx 2cm. When they went back in the software to register, the head frame showed to be on the nose. They were able to move it again, reregister, and were accurate. There was no impact to the pt reported.

Manufacturer narrative:
Manufacture date was unk at the time of this report. Software investigation found that re-registering the pt allowed the registration accuracy to improve. Software is functioning as designed.